Manufacturer narrative:
Reference MFR report #2916596-2017-00066 for the report of the lvad exchange to extracorporeal support due to infection. Device serial number and identifying were not provided. Approximate age of device ¿ 8 days. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was being supported with an extracorporeal circulatory support pump implanted on (B)(6) 2016. It was reported that on (B)(6) 2016 the patient expired. On (B)(6) 2016, the patient had undergone emergency lvad explant due to device infection. The extracorporeal circulatory support system was implanted for temporary support while attempts were made to treat the infection. Post-implant of the extracorporeal device, the patient experienced coagulopathy and multi-system failure that included acute renal failure requiring hemodialysis. On an unspecified date, the patient experienced a stroke with left hemiparesis. Support was withdrawn per the family¿s request, and the patient expired.

Manufacturer narrative:
The device was not returned for analysis and no device related issue was reported. As a result, the reported event could not be correlated to a device related issue. Information provided to the manufacturer indicated that post-implant of the extracorporeal device, the patient experienced coagulopathy and multi-system failure that included acute renal failure requiring hemodialysis. On an unspecified date, the patient experienced a stroke with left hemiparesis. Support was withdrawn per the family¿s request, and the patient expired. The centrimag blood pump instructions for use warns the user to always have a spare centrimag blood pump, back-up console, and equipment available for change out. The instructions for use also states that if leaks or other anomalies are found, remove the pump and replace with a new, sterile pump.